Event description:
The customer contact reported a tubing separation. Prior to patient use while priming the set with normal saline, the tubing separated from the inlet port of the filter. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete